Event description:
Information was received based on review of a journal article titled, "the oxford medial unicompartmental arthroplasty" which aimed to report the ten-year survival of knees with anteromedial osteoarthritis and normal acls treated by unicompartmental replacement using the oxford prosthesis, manufactured at biomet. This study was conducted over a period nine (9) years (november 1982 to february 1992) and involved one-hundred fourteen (114) patients who received one-hundred forty-four (144) unicompartmental replacements. One (1) patient was treated for anterior dislocation of meniscal bearing with closed manipulation. Two (2) failures occurred due to progression of arthritis in the lateral compartment. The journal article reports the following revisions reason: one (1) revision due to pain and infection. One (1) revision due to increasing pain, valgus deformity, and leg spasticity due to cervical myelopathy. One (1) revision due to increasing pain and lateral compartment arthritis. One (1) revision due to gradually increasing pain. One (1) revision due to long-standing pain. The authors of the study conclude that in unicompartmental arthroplasty, a properly inserted congruous mobile polyethylene bearing can survive for at least ten years without failure from wear.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter - the article was written by murray dw, goodfellow jw, o'connor jj in j bone joint surg br. 1998 nov;80(6):983-9.

Manufacturer narrative:
(B)(6). This supplemental report is being submitted to address only one event of the article. The following fields have been updated and corrected with additional/ updated information. The following sections were updated: event type, event or problem, brand name, catalog and lot number, patient and device codes, report source, device evaluated by manufacturer, manufacturer narrative. The following sections were corrected: initial reporter: telephone and fax number. The product was not returned for evaluation as the product remains implanted. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, under possible adverse effects: dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "the oxford medial unicompartmental arthroplasty." There are multiple events reported in the article. This report addresses the patient that was treated for anterior dislocation of meniscal bearing with closed manipulation under general anesthesia; the knee has functioned normally for another six (6) years. It is recorded as a success in the survival table as part of the journal article. No additional information was provided.